Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a microvaricocelectomy, the patient had a circular 8 mm 1st degree burn on the dorsum of the penis. Bacitracin was applied and injury was incorporated in the postop dressing. The physician said the patient was doing well and had no issues.

Manufacturer narrative:
Additional information: d3(MFR name and street 1), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the monopolar 1 receptacle had a broken actuator and the battery voltage was low. The issue was resolved by replacing the coin cell battery and the monopolar 1. It was reported that the patient had a circular 8mm 1st degree burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation identified an unreported condition: the monopolar 1 receptacle had a broken actuator, and error codes 336 and 337 were present in the memory logs. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.